Event description:
It was reported that a spectrum infusion pump failed downstream occlusion test using a different pressure sensor (21.79 psi, 22.17 psi) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported failed downstream occlusion test (21. 79 psi, 22. 17 psi) was not reproduced. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration downstream sensor and out of adjustment downstream tubing guide. The downstream sensor could not be calibrated and therefore the downstream sensor and the downstream tubing guide will be replaced to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.